Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 7 of 7: it was reported while using bd vacutainer® push button blood collection set, blood leaked from a hole in the tubing of one (1) device. The patient was recollected with a new device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 21-apr-2026. Investigation summary: bd received five samples and one photo for investigation. Evaluation of the provided photo and samples indicated damaged tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: hole in product/component. Bd initiated further root cause investigation relating to the reported issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 7 of 7. It was reported while using bd vacutainer® push button blood collection set, blood leaked from a hole in the tubing of one (1) device. The patient was recollected with a new device. No adverse impact was reported regarding the patient or user.